Event description:
It was reported that the device was used during a cholecystectomy, the device gave solid tone within an hour, and the blade broke at washing. No broken parts fell off. There was no pt consequence.